Manufacturer narrative:
Due to character limitation in e1 for event site name, event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during cleaning after use, the cardiosave intra-aortic balloon pump (iabp) had stain on the screen. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, g3, g6, h11. Corrected fields: e1 (event site address, event site name, event site telephone). Due to character limitation in block e1: full event site name: (B)(6). Full event site address: (B)(6). Full event site telephone: (B)(6).

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h6 (investigation findings, and investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit and it was detected that liquid had entered the screen of the device due to user-related reasons. No image can be obtained from the stained area of the screen. All functions of the device, except the screen failure are operational. Per the fse the displays top lcd (0160-00-0127) was replaced and screen test was successful. All functional and safety test were performed.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer fse was dispatched to the site to evaluate the unit, the device's screen was found to be damaged. The damaged display top lcd part of the device was replaced. The device's screen tests were completed successfully. Functional tests of the device were performed. The device was operated with a trainer and test catheter. The device was delivered in working condition.